Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor readings were not within an acceptable range of his blood glucose. The customer stated at night, he received a low sensor glucose reading of 50 mg/dl, while his blood glucose was 80 mg/dl, and this triggered a threshold suspense of insulin delivery. The customer stated he has failed to remember to resume insulin pump delivery when this has occurred. Insertion techniques were reviewed. The customer stated he had never checked the appearance of the cannulas to see if they had been bent. Calibration techniques were reviewed. At the time of reporting the issue, the customer's blood glucose was 78 mg/dl and the sensor gave a 45 mg/dl reading. Nothing further was reported.